Event description:
It was reported that the patient underwent replacement surgery for the removal ams spectra concealable penile prosthesis and replacement of inflatable penile prosthesis due to unspecified reason. Additional information received stated that the patient only had one cylinder in the left side and preferred inflatable cylinders due to a dissatisfaction.